Manufacturer narrative:
Concomitant medical products: ddmb2d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead noise was observed on the electrograms (egm) and a suspected ring fracture was noted from the clinician. High variability in the rv tip to ring and rv tip to coil impedance trends was also observed. The clinician indicated the noise was not reproducible in the rv tip to coil configuration and the lead would be reprogrammed. At this time, the rv lead remains in use. No patient complications have been reported as a result of this event.